Manufacturer narrative:
Product analysis: there were no faults found with the external pulse generator (epg). The epg was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing after power up. The epg was returned for service. There was no patient involvement.